Event description:
The customer reported that when the panel is securely closed, the zipper slider does not properly lock the teeth. There is no patient injury reported.

Manufacturer narrative:
(B) (4) - zipper damage. Evaluation of the returned product shows that the large window a zipper slider body is open. Panel side a on the drainage port at the start/end there is a 1 inch tear. Panel side a literature bag has 6 inch broken stitches. (B) (4).